Manufacturer narrative:
No product will be returned. The photo provided by the customer shows separation from the pvc tubing to the inlet port of the smartsite. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated at the upper y-site. When this occurred during the infusion, the rest of the product kinked in the pump which trapped the medication inside the tubing. Although requested, no further information has been received.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing separated at the upper y-site. When this occurred during the infusion, the rest of the product kinked in the pump which trapped the medication inside the tubing. Although requested, no further information has been received.